Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit is turning itself on and going into alarm. There was no reported patient involvement.

Manufacturer narrative:
(B)(6) 2018.